Manufacturer narrative:
(B)(4). After battery installation, the unit powered up with a blank display due to heavy corrosion and rust just about everywhere inside. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. The unit was received with a crack in the battery tube that extends to the top of the unit where the battery threads are located. There¿s also another crack in the battery tube that runs horizontally located about 1.5 centimeters from the bottom of the case. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that the insulin pump was not working. The customer stated that insulin pump exposed to moisture and cracked at edge and on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.